Manufacturer narrative:
Additional information: stryker was unable to verify the reported issue. Correction: the initial medwatch report indicates: error codes were cleared and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The initial medwatch report should indicate: after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not detect the electrodes as expected. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device would not detect the electrodes as expected. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and was unable to duplicate the reported issue. Device worked as expected with the electrodes from the reported event. Error codes were cleared and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.